Event description:
It was reported that when the patient was initially implanted with the device system she was ¿really reacting to the higher medications¿. The patient stated that she was ¿loopy as a goon¿, saw things, had hallucinations, sweats, and was generally negative to everything. The patient was uncertain of the medication delivered by the pump but believed it was ¿some type of morphine¿. The patient also noted that currently the healthcare provider (hcp) had the pump turned down as low as it would go. The patient had an appointment scheduled with the hcp on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).